Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved under p060027. Analysis is pending.

Event description:
The ICD involved in this report was implanted on (B)(6) 2010. Upon scheduled f/u on (B)(6) 2010, the implant memories could not be read (holter memories were empty: no heart rate curve, ¿). Statistics f/u period was displayed as "from (B)(6)". An explanation was requested.